Event description:
Reportedly, the instrument did not place properly formed staples on the tissue. Therefore, the procedure was converted to an open abdominal hysterectomy to control the bleeding and complete the case. Procedure: lavh. Pt status: no pt injury reported.